Manufacturer narrative:
Initial reporter's phone number is: (B)(6). Siemens completed a technical investigation of the reported event. There was no device malfunction. As previously stated, the patient's arms were not fixated during the examination as recommended in the system's instructions for use, print no. C2-029.620.16.03.02, pages 36, 37, 41 (root cause). No further investigation and/or remedial action is deemed necessary.

Event description:
It was reported to siemens that after a head examination of a patient using the somatom definition flash system, the patient's arm was fractured in a collision during patient table unloading (phs move-out). It was further reported that the patient's arms were not fixated during the examination. The patient's arm fracture was treated at the facility, but additional information was not made available to siemens. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).